Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds and was unable to capture at max outputs. It was further reported that the right ventricular (rv) lead had unstable thresholds. Both of the leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.